Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that the patient has had pain for approximately four to five weeks at the location of the actuator and a keloid was forming on the proximal scar. No additional information is available.